Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver a solution of ifex and mesna at a rate of 42ml/hr with a volume to be infused (vtbi) of 1000ml and the delivery was started. The next day at an unspecified time, the nurse noted that the delivery had completed "approximately two hours earlier" than expected. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required.